Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the pt suffered an acute thrombosis. A pre intervention thrombus was present in the 95-99% stenosed proximal lad and the pt was on lovenox. A taxus express2 3.0x20mm drug eluting stent was deployed at 14atms. The balloon was slow to deflate and difficult to remove after deflation. After the balloon was removed the vessel looked fine. Repeat angiography from another view revealed the entire left system was occluded due to thrombus. The pt subsequently expired. When they removed the catheter from the vessel they noticed that there was matter present. It was sent to pathology, where they found that the matter was thrombus. It is unknown if any intervention was done to treat the thrombus and it is unknown what measures were taken to resuscitate the pt.

Event description:
Additional information was provided regarding this event. The pt presented with chest pain which pt had experienced for the past several days. Pt had an acute mi, cardiogenic shock was unresponsive and was intubated. The lesion in the lad was not predilated. The balloon was inflated without any difficulties and then completely deflated before attempting to remove it. The physician experienced difficulty removing the balloon which was sticking to the stent. The balloon was able to be removed by deep seating it into the lad and then pulling it out. In regards to the thrombus, the angiogram taken prior to the stent being implanted showed "quite a thrombus burden." The stent was initially inserted distal to the lesion and then positioned by pulling it back which forced the thrombus into the circumflex artery. An angiogram was taken which showed the entire left system had shut down due to the thrombus. Pt's status at that time was cardiac asystole. A code was called. There was no intervention initiated in regards to the thrombus. This event went through a peer review and it was decided this was not a device issue.